Event description:
It was reported that the surgeon inserted a competitor's lens using the microstaar injector and the lens was torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Sutures were required to close the wound. The patient's current prognosis is normal.

Manufacturer narrative:
Evaluation: lot order search. Results: lot order searches were performed on the cartridge and there were ten similar complaints found.